Event description:
Information received with the device does not address the patient's clinical status but notes normal device function after im plant. Shortly thereafter, p waves were not sensed. The device was removed from the pocket and thee setscrew was tightened. After about two minutes of proper function, the sensing anomaly recurred. The device exhibited the same characte ristics after being removed and cleaned. It was then removed and replaced.